Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during thoracic surgery, the third firing of the device locked on tissue and could not be removed. The reverse button and the manual return lever did not recall the knife blade to allow the device to open. There were no patient consequences reported.